Manufacturer narrative:
(B)(4). A non-medtronic third party service provider evaluated the ventilator and found that the expiratory filter w/vial was loose; the filter was reconnected and the ventilator is working properly. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that a 840 ventilator's volume was reading high. The ventilator was not on a patient at the time of the event.